Event description:
It was reported that a syringe component was found "broken" within the pack.

Manufacturer narrative:
Update made to d2 product information.

Manufacturer narrative:
It was reported that a syringe component was found "broken" within the pack. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A photo was provided for review which showed that the syringe component was missing its plunger. No damage to the syringe itself was observed. No physical sample was returned for evaluation. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(4) on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that a syringe component was found "broken" within the pack.